Event description:
It was reported that the ventilator had an error code indicating pressure regulation high. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and confirmed the error code in the ventilator diagnostic logs. The customer was advised to verified tubing and pressure and flow test. Upon a follow up the customer reported that the unit was ran overnight with no issue found and unable to duplicate the reported issue. The customer verified the tubing connections, pressure, and flow test. The unit was returned to use.